Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device history logs were not available for evaluation. Reports of this nature do not typically meet the criteria for reportability, as a failure to obtain 12 lead information would not preclude the user from delivering therapy to a patient. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to obtain an ECG signal. Complainant indicated that after several attempts, the clinician restarted the device, and the malfunction was cleared. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.